Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. During testing the device was found to be leaking on the elevator channel. The c-body forceps small cover was found missing and excessive scratches were observed on the ¿a-rubber¿ (bending section) unit. Based on evaluation findings the found failures probable cause could be due to user handling and maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
Device not passing leak test on the medivator endoscope reprocessing unit, passed the manual leak test was reported. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the phenomenon was caused by an external force, excessive rubbing, hitting and e.g. Applied at the time of carrying, performing, storing, or cleaning. This resulted from user¿s handling. As stated on the IFU (instruction for use) the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.